Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The initial result was >5ng/dl, second result 1.3 ng/dl, third result 1.0 ng/dl, other thyroid items are normal. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 59144ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 59144ud00 was identified.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The initial result was >5ng/dl, second result 1.3 ng/dl, third result 1.0 ng/dl, other thyroid items are normal. No impact to patient management was reported.